Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: nurse call function failure. In addition, (cosmetic) inlet area cracks near screws, enclosure top left cracked, handle cracked on the right side. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. There were no significant event (s) in the error log. The device was sent to the technician for additional evaluation and was returned to the tech division from testing with a nurse call function failure. The customer does not want any repairs done to the unit and will be returned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation. The device did not pass testing.